Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging foam particles. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted to include the manufacturer's final report, correct the previously reported event, recall (z) number, coding, and to provide the manufacture date and product UDI. The dreamstation auto CPAP device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was visually inspected during the evaluation, and evidence of foam particles/degradation was found. The device was scrapped. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report is being submitted to include the manufacturer's final report, correct the previously reported event, recall (z) number, coding, and to provide the manufacture date and product UDI. The dreamstation auto CPAP device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was visually inspected during the evaluation, and evidence of foam particles/degradation was found. The device was scrapped. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.